Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide lymphatic biopsy procedure via normal density tissue using the mission. During the procedure, the device needle was found to be bent. Further it was reported that difficult to remove from patient. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The provided photo shows one mission biopsy device, in which the stylet needle was noted to be bent. Based on the photo review, the reported needle bent can be confirmed for the affected quantity. Therefore, the investigation is confirmed for the reported bent issue for one affected quantity as the stylet was noted to be bent in one device on the provided photo for review. The investigation remains inconclusive for the reported difficult to remove issue as no objective evidence was provided for review. A definitive root cause for the reported bent needle and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided lymphatic biopsy through normal density tissue using the mission. During the procedure, the device needle was found to be bent. Furthermore, it was reported that it is difficult to remove from a patient. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injuries.